Event description:
It has been initially reported that the patient's blood glucose level rose to 27 mmol/l (486 mg/dl) and the pod had insulin leakage. The device was returned and found a tear in the cannula.

Manufacturer narrative:
The left and right side of the exposed soft cannula were observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Inspection of the fluid path found no evidence of air or bubbles in the fluid path. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.